Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had connection issues. The following information was provided by the initial reporter: extension set will not pull blood back. IV was started and had blood return. Extension set was connected with vacutainer and labs would not draw back. When extension set was removed, blood starts coming out of the insyte autoguard. If a flush or syringe is hooked up to the line instead of the vacutainer, there are no problems aspirating back for blood and the extension set works properly. The smartsite valve extension set seems to come sealed on the valve end from the manufacturing plant. In order to break this seal, a flush needs to be hooked up and the line needs to be primed with saline prior to use. We observed the lab draw practice on the l&d unit and identified that the clinicians direct connecting a vacutainer before a flush/syringe were the ones experiencing issues. The vacutainer thread is not deep enough to break the seal (2 thread counts). The flush syringe has an extra thread (3 thread counts), making it a deeper connection to break the seal.